Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one loading unit. The single use loading unit was partially fired with staples protruding in the middle. Functional testing included loading single use loading unit into a pmv test unit. The instrument and single use loading unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the cartridge was set into to the instrument and the surgeon tried to fire the device, however the plastic knob was stiff, could not fire the device. Replaced by a new cartridge, the firing was completed with no problem.